Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0au2v, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va0a81x, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported that the impedances were rechecked on the day of the report. There was no change as they were greater than 40,000 ohms on 11 and all contacts. The cause of the issue was still not determined, so it was unknown if it was device related. A CT scan on (B)(6) 2014 was negative for a cause and no fractures were noted. The patient recovered without permanent impairment.

Event description:
Additional information received reported that the high impedances did not resolve and contact 11 was always greater than 40,000 ohms. The cause of the impedance issue was not determined and it was unknown if it was device related. No lead fractures were noted and no action was taken as it was not deemed necessary. The high impedances were noted at initial programming. It was noted that no recovery was necessary as contact 11 was not used in programming.

Event description:
It was reported that impedances greater than 40,000 ohms were seen. Electrode 11 and all of its contact pairs were showing greater than 40 ,000 ohms. The patient was not programmed with that contact pair. The patient¿s therapy was ok. Two days later it was reported that no malfunctions were seen with the therapy.